Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation was performed. The catheter demonstrated signs of use in the form of elevator marks along the shaft. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. Upon plugging the device into the controller, no image was displayed. X-ray imaging of the distal tip showed no issues with the redistribution layer (rdl) or thru-silicon vias (tsvs). It was noted that the camera wire appeared to be damaged at the distal cap/steering ring. X-ray imaging of the handle showed no issues with the printed circuit board assembly (pcba) or camera wires. The reported event was confirmed. The condition of the wires suggests a lack of controls regarding camera wire handling during the manufacturing process (likely during camera/pof potting, stuffing, and/or pof bonding), resulting in nicked insulation of the camera wires and/or twisting of wires. It is likely that the damage to the camera wire, as well as exposure to saline and/or procedural fluids, shorted out the camera during the procedure, causing the reported visualization issue and introducing potential corrosion. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to a spyscope ds ii and a spyglass ds controller that were used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used with a spyglass ds controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was intermittently cutting out and getting fuzzy, then the grey screen with spyglass image appeared. Reportedly, the image was lost approximately 30 minutes into the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and a spyglass ds controller that were used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used with a spyglass ds controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was intermittently cutting out and getting fuzzy, then the grey screen with spyglass image appeared. Reportedly, the image was lost approximately 30 minutes into the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.